Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that there was no synchronization between the display screen of the programmer and the stylus touch-pen; the touchscreen was out-of-specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no synchronization between the display screen of the programmer and the stylus touch-pen. The programmer was returned for repair. No patient complications have been reported as a result of this event.